Event description:
Complainant alleged that during functional testing, the device powered up in the incorrect mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was verified and attributed to the front panel membrane. The front panel membrane was replaced to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.